Manufacturer narrative:
This is the same pt/event as MFR #2249697-2011-01105. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the surgeon performed a revision tka to replace the patella and insert on the pt due to loosening on (B)(6) 2011. He requested a wear analysis on the replaced patella and insert."